Event description:
It was reported the patient is deceased. It was further reported that during implant, the right ventricular and right atrial leads were positioned, the coronary was cannulated when contrast was seen passing into the pericardium on injection through the coronary sinus catheter. A pericardiocentesis was attempted as the patient became symptomatic. The patient became unresponsive with no cardiac output. Resuscitation efforts were attempted and unsuccessful.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4), this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.